Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pneumonectomy. While resecting the bronchus, the surgeon was unable to squeeze the handle to fire the device. The jaws locked on the tissue but were removed by retracting the knife blade. It was reported that there was unanticipated tissue loss due to this malfunction. The case was completed using a new stapler. No patient injury.